Event description:
During the stenting procedure, it was reported a side branch of the vessel occluded. The pt suffered a non q-wave mi. The event was considered minor, no additional treatment was rendered. The pt was discharged six (6) days after the index procedure in stable condition.